Manufacturer narrative:
(B)(6).

Event description:
It was reported that since last week, the customer was reporting an issue with the touch screen. It was alleged that intermittently, the touch screen hangs and the user cannot perform any task. The only option was to restart the ip5. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Event description:
It was reported that since last week, the customer was reporting an issue with the touch screen. It was alleged that intermittently, the touch screen hangs and the user cannot perform any task. The only option was to restart the ip5. The customer indicated that a touch calibration had been performed three times and the device passed every time. The ip5 supply was removed for two minutes and restarted. That action resolved the issue, but the screen later hung again. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. The rse evaluated the touch screen behavior of the complaint device and the customer was advised to replace the unit. The unit was replaced as a resolution.